Event description:
The device was returned for service. During service by baxter, broken doors #1 and #2 were found. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
The facility representative reported broken pump #1 during customer use. Evaluation summary: a baxter service technician evaluated the pump and found broken doors #1 and #2. The reported condition of broken pump #1 was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.